Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed the device did not start up and confirmed the occurrence of a total power failure alarm that was due to force device reset by the user. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device did not start up due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device experienced a total power failure event. There was no patient harm or serious injury reported as a result of this incident.